Event description:
Boston scientific crm received info that this right ventricular lead was explanted and replaced, due to a drop in sensing measurements and loss of capture. The lead was returned for analysis.